Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming wand was malfunctioning. He stated that he had repeatedly received a message noting that there was "an error establishing communication." He further stated that the wand in question was used with another programming handheld and the same error was received, thus narrowing the problem down to the wand.